Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. However, unit passed displacement, basic occlusion and prime/a33 tests. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on her insulin pump during a bolus. When she tried rewinding the device, it gave another alarm. Customer's blood glucose was 280 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is unable to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.